Manufacturer narrative:
(B)(4). The service engineer (se) verified the event and replaced the breath delivery (bd) printed circuit board (pcb) and graphical user interface (gui) liquid crystal display (lcd) panel. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an 840 ventilator had a loss of communication. The ventilator was not in use on a patient at the time the event occurred.